Event description:
The pt went to the hosp because they had symptoms of hyperglycemia. They performed a blood glucose test on pt's suspect device and the result was 123 mg/dl. The hosp meter read 259 mg/dl for comparison. A lab was then run and the result was 215 mg/dl pt was treated with an insulin IV drip. Pt has been a type ii diabetic for two years and was put on glucophage 500mg three weeks ago. Level 1 glucose control was run on the system and the control was within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.